Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated that all affected product were bd nano 2nd gen pens. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated that all affected product were bd nano 2nd gen pens. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: customer returned a total of 86 used pen needles. 64 were 4mm, 32 gauge nano pen needles, while the remaining 22 were 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. 30 of the returned pen needles (20 nano, 10 nano pro selected at random) were inspected prior to testing. 18 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula, while another 6 were found to have broken off. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining 6 undamaged samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd found that 24 of 30 isolated samples had become bent or broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming and stated that all affected product were bd nano 2nd gen pens. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1033649 ¿ device expiration date : 01/31/2026, ¿ device manufacture date : 02/02/2021. Lot # : unknown ¿ device expiration date : unknown, ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.